Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - the health of the bone and gums which support the teeth may be impaired or aggravated" and "the length of the roots of the teeth may be shortened during orthodontic treatment, which may become a threat to the longevity of the teeth" and "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that the potential root cause could have been the force of large attachments, angle of aligner removal, and query of recent extraction of tooth 4.2. Per align's clinical review of the event, tooth 4.2 was extracted as part of the treatment plan. After the extraction of tooth 4.2, the patient removed the aligners and suffered a physical trauma on tooth 4.3, which resulted in an avulsion (post-extraction of adjacent tooth 4.2). The tooth 4.3 required medical intervention to prevent tooth loss (patient required splint for 3 weeks). This event is being filed as an MDR as the treating doctor reported that the patient had symptom of symptom of tooth avulsion of 4.3 and splint required to prevent tooth loss (serious injury) and the invisalign system aligners were being used.

Event description:
The treating doctor reported that the patient had symptom of avulsion of whole tooth 4.3, when removing the patient's first aligner post extraction. The treating doctor reported that the patient required the following medical intervention to alleviate the reported symptom of tooth avulsion of 4.3: patient required a splint for 3 weeks. It is unknown if medications were prescribed or used to alleviate the patient's reported symptom. The treating doctor reported that the patient is continuing the use of the aligners and is currently getting better.